Manufacturer narrative:
A boston scientific crm sales representative was contacted for additional information, however, was unable to provide additional details. This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific crm received information that during a device check a blip in the device history was noted. This occurred on the day the patient had a procedure at the dermatologist office. A boston scientific crm technical services (ts) consultant discussed electrocautery and requested that the dermatologist call in. No adverse patient effects have been reported. Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were noted.